Event description:
Consumer reports family's meter is not performing correctly. Meter readings do not relate to the way they feel. Analysis run on clark error grid using mean average readings (52) as ref. Point vs. Bd readings (22,82) yielded data points in the d range of the grid, outside acceptable limits.